Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the patient experienced blurred vision and fell to the floor. It was unknown what the CGM device was displaying at that moment. An ambulance was called and the patient was brought to the hospital. When a fingerstick was taken at the hospital, the blood glucose reading was 49 mg/dL but no CGM reading was provided. The patient was treated with unknown intravenous fluids. The patient suffered a broken collar bone from the fall, but no further treatment was reported for the injury. The patient was discharged after 6 hours. There was not a complete set of reported glucose values available to search within the Parkes Error Grid Calculator. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.